Event description:
Physician reported that patient received bio-eye 2006. Patient presented with a central exposure post operatively that was successfully closed 2 months post op. Now at 7 months post op the patient has a 4 mm central exposure. It is also noted that the anterior polymer is intact. The physician asks for suggestions regarding repair.

Manufacturer narrative:
Exposure is an anticipated complication of orbital implant surgery. It is generally treated conservatively and is surgically closed only in the case of large exposures or if the wound does not spontaneously close within a reasonable time period. The polymer visible through the exposure is anticipated as the expected dissolution time of the polymer is 12-15 months.